Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a user facility that patient came to the pain clinic with severe leg cramps and pain. After interrogation of the pump, it was determined that the pump had stalled earlier that month. It was reported the patient was transported by ambulance to the hospital, where they were admitted and the pump was replaced on 2015 (B)(6). The drug that was used via the device system was dilaudid 10mg/ml, bupivacaine 10mg/ml and clonidine 100mcg/ml. The event date was reported as 2015 (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
A consumer reported a motor stall was seen at an initial interrogation. The motor stall occurred on (B)(6) 2015 and was still active. A "stopped pump period may exceed tube set" message occurred on (B)(6) 2015. The patient did not have an MRI. The patient had withdrawal symptoms. The patient was receiving intrathecal hydromorphone 10 mg/ml at 3.901 mg/day, clonidine 100 mcg/ml at 39.01 mcg/day, and bupivacaine 10 mg/ml at 3.901mg/day. Additional information was requested to determine if the pump motor stall had been resolved; what caused the motor stall; what actions or interventions were taken to resolve the pump motor stall; and what troubleshooting was performed related to the motor stall. The patient was indicated for the following uses: non-malignant pain and failed back surgery syndrome.